Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-jan-2026. Investigation summary: bd received 53 samples and one photo for investigation. Evaluation of the returned photo showed the presence of poor barrier separation. A total of 53 returned samples were visually inspected, with no issues identified. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.